Manufacturer narrative:
Evaluation summary: three device (a-c) were returned for analysis with the plastic discolored. The obturators, universal seals and the sleeve assembly were received broken off and separated in multiple pieces. The joint areas were cracked. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information device b batch number: d9da4w. Expiration date: 01/2012. Manufacturing date: 02/2007. Additional information device c. Batch number: c9c926.

Event description:
It was reported that during a lap cholecystectomy, the devices were broken during the procedure. A new instrument was used to complete the case. There was no patient consequence.